Event description:
It was reported that the balloon ruptured. The patient presented with in-stent restenosis (isr) for a percutaneous coronary intervention (pci). A 3.00 mm x 20.00 mm agent drug-coated balloon (dcb) was used at the right coronary artery (rca). Vessel preparation was initiated with plain old balloon angioplasty (poba) using an emerge balloon, followed by intravascular lithotripsy (ivl). The agent device was found to be undamaged during unpacking and preparation for use, and it advanced smoothly over the wire and through the guidewire without any difficulty. The agent dcb was advanced; however, the balloon ruptured at 6 atm. The procedure was successfully completed with another agent device. There was no patient complication reported, and the patient was doing well post procedure.